Manufacturer narrative:
The insulin pump had an unresponsive up button due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. No frozen screen or display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that she cannot get past the menu on the pump. Customer had a keypad anomaly on the insulin pump and it was stated that there is an open circle on the screen. Caller stated that none of the buttons were working and when she tried to press the buttons, the pump got stuck in the same spot again. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.